Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed; however, the exact cause is unknown. The products returned for evaluation were two 4fr sl groshong nxt catheters. The returned units were leak tested by flushing each catheter with water using a 12 ml luer lok syringe. During testing, a leak was observed in unit 02 between the 27 cm and 28 cm depth markers. No leaks were observed in unit 01. Microscopic inspection of the leak location in unit 02 found that a circular shaped tear was present. The split surface was granular and the edges were rounded; features typically associated with tensile stress. Additionally, adjacent to the tear were multiple linear impressions. The catheter was bisected and the inner wall inspected. The inner wall had arc shaped impressions adjacent to the tear which did not penetrate the catheter wall. The presence of impressions in both the inside and outside of the catheter wall made it impossible to determine if the damage originated internally or externally of the catheter tubing. Based on the available evidence, factors which may have contributed to the reported event were identified, including stylet damage and manipulation of the catheter with an instrument(s). However, there was not enough evidence to conclusively determine how the break occurred. Therefore, the root cause remains unknown. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that at 10:35 on (B)(6), 2025, the patient saw a large amount of gas in the catheter before infusion of the pretreatment drug and did not draw blood. No additional information was provided.